Manufacturer narrative:
H3:product analysis: no conclusion can be drawn as the device was not yet returned. Once the device received, evaluation will be performed. G3: aware date used as date of medical safety review performed date as the event is reported based on assessment findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the drill was dispatched from the handle and remained stuck in the bone tumor. The broken piece was retrieved from the patient body and no intervention was performed. The procedure was completed with the reported product and the patient was alive with no injury. Additional information received that the tool broke off inside the patient, this caused 10 minute procedure delay. The procedure was completed with another product and there was no patient impact reported.